Event description:
The customer reported the system displayed a software error and locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and moved the display adapter circuit board to another pci slot to allow more airflow and to reduce heating of the single board computer, reformatted the hard drive, and reloaded software. The system operates as intended.